Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the front connector on the xenon lightsource (00mlx) they received was burned and charred. There was also a burning smell when it was pulled from use. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.

Manufacturer narrative:
The 00mlx light source was returned for evaluation: evaluation identified physical damage throughout the unit, as well as a failing power supply, attenuator switch and lamp module. Damage to the unit would have led to heat shielding issues, and the issue of burning the connector. The reported complaint is confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.